Manufacturer narrative:
Philips received, a complaint on the heartstart mrx defibrillator. Indicating, that there was a battery issue. There was reportedly no patient involvement. A good faith effort (gfe) was made to obtain additional information associated with this complaint evaluation. But, there is no additional information available. It has been concluded, that no further action is required at this time. If additional information is received, the complaint file will be reopened. H3 other text: no additional information was made available by the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery is not being detected. There was no reported patient involvement.